Event description:
The facility reports the staff was bathing the pt, then proceeded to use the red shower handle and sprayed the pt with the disinfectant handle, thinking red was for hot water. They gave the pt another bath. No injuries were reported.

Manufacturer narrative:
An arjo investigator examined the device and found it in fairly good condition (normal wear and tear). Dents and scratches were noted on the foot stand and around the rim of the tub. The investigator ran and tested the tub; all functions were working to manufacturer specifications. The operating and daily maintenance instructions are specific about the use of the shower hoses. The "red" handle is also locked and requires special handling to release. The manufacturer concludes the event occurred as a result of user error. The manufacturer recommends retraining the customer on the proper operation of the bathing system. It is also recommended the hoses be labeled appropriately (red-disinfectant, blue-water) and placing stickers on the appropriate sides.